Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, during surgery dr. (B)(6) used guide wire to insert a screen and 2 of the guide pins broke off inside patient. The tip of the guide pins could not be removed.